Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that the tube was inserted in the patient on (B) (6) 2009 and a leak in the pilot balloon was detected later the same day. A non-routine replacement of the tube was required.